Event description:
It was reported a patient's right ventricular (rv) lead presented with an unacceptable defibrillation threshold. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Further information requested but not received.

Manufacturer narrative:
Additional information: b1, b2, b5, e1, e2, e3, g2, h1, h6.

Event description:
New information received notes the right ventricular (rv) lead presented with failure to convert rhythm. This was resolved by a successful defibrillation threshold test. There were no patient consequences.